Event description:
It was reported that during a laparoscopic gastric bypass procedure, "the surgeon divided the stomach; the two first firings went ok. The surgeon handed over the stapler to the nurse. The scrub nurse had problems opening the instrument and the surgeon pressed the knife reverse switch to be able to return the knife. The instrument still didn¿t open. The surgeon then used the manual override, and now the instrument opened. The surgeon placed the plastic cover back into the manual override. The nurse reloaded the instrument, and they placed on the tissue. They activated the instrument and they could hear the sound like it was activated but nothing happened. It was hard to remove the instrument from the tissue but after few minutes they could open it." Another like device was used to complete the procedure. There was a five minute delay. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: sled movement, bailout. The analysis found that one pse45a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr45b cartridge reload was received partially fired 1/10 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Upon evaluation of the device, the motor worked during the activation of the firing trigger but the knife did no advance. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the crossover gear was found to be disconnected from the drive bar. The found condition of the crossover gear disconnected is consistent with the device being previously bailed out. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: per affiliate: today I was there to follow up this and explain to the surgeon how the manual override works and when they have used it, it doesn´t work anymore. They got this information when they start to use powered echelon, but she couldn´t remember this. We also planned to have in-service for the or staff in (B)(6).